Manufacturer narrative:
Investigation summary: the reported no external power event was confirmed via the submitted log file. The submitted log spanned from 25nov2018 to 30nov2018. Low power hazard and no external power alarms were noted on (B)(6) 2018, which appeared to be due to a loss of power to the mpu. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, addresses all alarm conditions are including no external power alarms . No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient does have a v-lock power cable. The patient¿s wife reports the power outage happened during electrical/generator testing at the hospital. The plug was plugged into the wall. No cords came loose at any time as reported by the patient¿s wife.

Manufacturer narrative:
The serial number of the mobile power unit was requested but not provided. Approximate age of device- serial number for the device was not provided and the age of device cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device interrogation revealed low voltage alarms while the vad was tethered to a mobile power unit (mpu). It was mentioned that the rehabilitation facility had the lvad equipment plugged into the outlets of the patient's bed. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed two no external power alarms occurred on (B)(6) 2018 while the vad was connected to an mpu. These events were due to either the power cord coming loose from the mpu or the wall outlet.